Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d2, d4, d5, e1, e3, g1-2, g3, g4, h2, h3, h4, h6, h10 the device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner sterile packaging leaked. The event was found at the distributor warehouse.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner sterile packaging leaked.